Event description:
(B)(4). This is when I first noticed markedly heavier periods. My periods have always been light and now I have to be careful that I don't leak through a tampon after a few hours. Also a feeling of abdominal fullness and pain/cramping with ovulation. Weight gain.